Event description:
A report was received that the patient was experiencing pain at the lead site and muscle spasms. The physician gave the patient a botox injection to help with the pain. No further action will take place.

Event description:
A report was received that the patient was experiencing pain at the lead site and muscle spasms. The physician gave the patient a botox injection to help with the pain. No further action will take place.

Event description:
A report was received that the patient was experiencing pain at the lead site and muscle spasms. The physician gave the patient a botox injection to help with the pain. No further action will take place.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the physician does not believe that the pain and spasms were not device related. The patient's inguinal pain was pre-existing.